Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. A replacement battery was sent to the customer. The system was found to be working as intended. The system was put back into service.